Event description:
This lead was explanted because of a suspect clavicular crush resulting in rv lead oversensing and inappropriate shock therapy. There were no other adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal part including the lead tip was not returned. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.